Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07678. It was reported, the patient had pain below the lead site. Imaging was performed and it was determined one anchor was no longer anchored down and was resting on the anchor in a posterior position. Follow up identified the physician repositioned the anchor and re-tied the anchor on (B)(6) 2013. It was reported, the impedances were within normal limits and the patient was receiving adequate stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.